Event description:
It was reported that a small volume folfusor has a leak at the fill port. The device was filled with an unspecified amount of fluorouracil diluted in 50 ml of saline. This was found before use. No patient was involved. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the device was manufactured october 03, 2014 ¿ october 04, 2014. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional leak test was performed by filling the device with water. During and after fill, no evidence of a leak was observed at the fill port. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.